Event description:
During a laparoscopic cholecystectomy procedure, some of the clips scissored on two different devices. The procedure was completed with a device of a different product code. There was no patient consequence.